Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. Patient was asymptomatic. The oversensing could not be reproduced in clinic. Review of the episodes revealed possible myopotential oversensing. Programming changes were made. Patient was fine, and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.